Manufacturer narrative:
No device sample was returned for manufacturer analysis. Investigation of the provided lot number found no issues or non-conformances and no trends were identified. No root cause could be established. The relationship between the coopervision device and the event is unconfirmed. Should additional information become available, a follow-up report will be submitted as appropriated.

Event description:
This incident was reported by the patient, and limited information has been made available. According to the details provided, the patient alleges seeking medical attention after developing unspecified symptoms following lens use. The patient states they contracted a bacterial eye infection on two separate occasions. Good faith efforts have been made to obtain additional information without success. As of the date of this report additional information is unknown. This event is being reported with an abundance of caution due to the alleged bacterial eye infection with a lack of medical information and potential for serious injury related to ocular infections. Should further information become available, a follow-up report will be submitted as appropriate.